Event description:
Patient was seen in the plastic clinic several months ago. The right breast implant deflated 1 month ago. Approximately one month later, patient had removal of right breast implant and insertion of new implant, with capsulotomy.